Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the coil was protruding from the tip of the catheter upon removal from the patient. A 8mm/20cm 0.35 interlock was selected for the abdominal aortic aneurysm repair procedure. The target lesion was moderately calcified. During the procedure, the coil was able to advance to the distal part of the imager ii catheter, but it then became stuck after protruding from the tip of the catheter, and curled 2 or 3 times. Then the interlocking arm of the coil unlocked from the interlocking arm of the pusher wire while moving. The coil was removed together with the catheter as one unit. No device fragments were left inside of the patient. The procedure was complete with this device. No complications reported.